Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was revised on (B)(6) 2017. Only the pump segment to the spine was replaced. The spinal segment was not replaced, as cerebrospinal fluid was flowing freely. There were no confirmed issues with the catheter. The revision resolved the issue. The patient was feeling a response from the pump and was receiving effective therapy. The nursing staff discarded the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine sulfate (7.5mg/ml, 2.4957mg/day), clonidine (75.0mcg/ml, 24.957mcg/day), and bupivacaine (15.0mg/ml, 4.991mg/day) in an implantable pump for an unknown indication for use. The list of concomitant medications were known, but not provided. The patient experienced withdrawal symptoms since pump replacement. At the first refill appointment on (B)(6) 2017, the expected residual volume (erv) was 12.2ml and the actual residual volume (arv) was 38ml. There were no known environmental/external/patient factors that may have led or contributed to the issue. As of (B)(6) 2017, no diagnostics/troubleshooting or actions/interventions were performed. The issue was considered to be ongoing. No surgical interventions occurred, but one was scheduled for (B)(6) 2017. The status of the patient was stated to be alive and with injury; symptoms of withdrawal. No further information was provided. No further complications were reported/anticipated.